Manufacturer narrative:
Product event summary: the 4fc12 sheath was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 1.5 and 2 inches from the tip. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection test were performed. The shaft is bending as initially intended and is bending in the plane. There is no difficulty, no friction, or any noise in the steering mechanism. The performance test with sentinel blackbelt leak tester was performed. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported clinical issues cannot be confirmed through analysis. The sheath failed the returned product inspection due to the shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: catheter product ID: 2ach20, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation procedure, an enlarged cardiac silhouette was observed, accompanied by a drop in blood pressure. Echocardiography confirmed the presence of pericardial effusion. The procedure was aborted while the patient was not under general anesthesia, and aspiration of 1000cc pericardial fluid was performed. Despite administration of an anticoagulant antagonist, persistent bleeding continued. It was alleged that the catheter may have contacted the atrial appendage. The patient required open-chest cardiac surgery for pericardial hemostasis, resulting in an extended hospitalization of one month. Following surgical intervention, the patient¿s vital signs stabilized. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that adverse event occurred while ablating the right lower pulmonary vein. A thoracotomy was required to treat the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.